Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware.

Event description:
It was reported that following an implant procedure, the patients pocket incision was red, blistered, itching, and opened in a few spots. The patient was prescribed antibiotics. The prescribed medication worked well as the rash is healing.